Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (2.0mm drill bit/qc/125mm, part number 08.702.017s, lot number 5b60060). The subject device was received broken at the first flute. The complaint condition is confirmed. Due to this damage, the dimensions relative to this feature could not be measured. The remaining features of the instrument were measured and were found to be within specification. No manufacturing-related issues were identified and/or confirmed. A root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing date: may 8, 2007. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 5503712 was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the drill blank device history record revealed this lot (5458328) met all specifications with no anomalies noted. A review of the raw material device history record revealed this lot (5073234) had one (1) material record report and one (1) non-ncr related rework for verification of material alloy. The material was re-inspected and either found to be conforming to all requirements or scrapped; therefore, these did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.0mm drill bit broke during an open reduction procedure of an ankle fracture on (B)(6) 2016. A post-operative x-ray image indicated that a fragment was retained in the patient. There was no delay in surgery, which was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned device was examined and the complaint condition was able to be confirmed as the distal 20mm of the bit was found to be missing. The remainder of the device was evaluated and no defects or deficiencies which could have potentially contributed to the failure mode were identified. The 2.0mm drill bit/qc/125mm (part 310.21) is noted in six system technique guides including: standard tibial plateau leveling osteotomy, small fragment locking compression plate, and small fragment system. In each system, the drill bit is utilized to predrill prior to the insertion of 2.7mm cortex or locking screws. The returned device was examined and the complaint condition was able to be confirmed as the distal 20mm of the bit was found to be missing (measured length 106.0mm, expected length 126-128mm). The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reviews, non-conformance reports, or complaint-related issues identified. No definitive root cause was able to be determined. The failure mode is attributable to any number of factors including: dull cutting flues, hard patient bone, or the application of off-axis loading during drilling. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.